Manufacturer narrative:
(B)(4). Additional information requested and received: what type of procedure was the device used in? The procedure was a robotic left colic resection with a colocolic laterolateral an isoperistaltic anastomosis. Can you please clarify what was meant by, stapler gave problems in completing the suture? The stapler was used three times before the issue, and apparently it completed the suture in the last suturing (the fourth). The problem raised when the two colic stumps were combined each other. When the stapler gave problems, did the device deliver any staples? Yes. If yes, were the staples formed properly? No, all staples were opened, with an inverted ¿bridge-like¿ shape, some were broken (half-cutted). If yes, was the staple line complete? When the stapler gave problems, did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No, the cut line was regular. How was the procedure completed? The procedure continued by performing a minilaparotomy and a complete manual redo of the anastomosis. The analysis found that one ec60a device was returned in good visual condition and with four ecr60b cartridges present. The cartridges reloads were received fully fired and without any apparent damage. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra-operative photos were received. Picture one shows tissue with a staple line, staple legs in straight position can be appreciated. Picture two shows tissue with an incomplete staple line and a few staples in straight position can be seen. Picture three shows tissue with a staple line, some of the staples appears to be unformed. Based on the photo alone the event described is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the stapler gave problems in completing the suture. Unknown how case was completed.